Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient was recovering in the hospital from a procedure unrelated to diabetes when he experienced diaphoresis and disorientation. The bg was 22 mg/dl and the cgm read 207 mg/dl. The patient was treated with unspecified IV glucose and recovered after treatment. There was no documentation of further medical intervention. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.